Manufacturer narrative:
- The clarivein device was not available for investigation; and no lot number was provided in the complaint report; therefore, no lot history or complaint log review could be performed. - a peripheral vascular (venous) infusion procedure utilizing clarivein to deliver liquid sts sclerosant was successfully performed on the gsv right leg on (B)(6) 2016. - post clarivein procedure varithena (polidocanol foam sclerosant) interventional procedures were performed on the gsv right leg on (B)(6) 2016. - follow-up ultrasounds were performed on (B)(6) 2016. - treating physician's evaluation of the (B)(6) 2016 ultrasound identified an av fistula; physician reported that no intervention was recommended, will keep watch. - the report of an avf came more than 4 months post the clarivein infusion procedure; there were no issues cited with the performance of the clarivein device or with the procedure. - this is the first and only av fistula incident reported to vi post any clarivein infusion procedure - there are rare cases of avfs reported in the medical literature after thermal ablation procedures of saphenous venous using rf and laser - about 25 in thermal ablation history, detected with dus in follow-ups as long as 2 years post procedure. - there is no evidence of direct connection between the clarivein device and the development of the avf; however vi is conservatively notifying the FDA of this event out of an abundance of caution. Device not made available by physician.

Event description:
Dr. (B)(6) reported a male patient who presented with an av fistula (avf) on (B)(6) 2016. There were no symptoms, no intervention. The 1st time it was observed was during a routine exam. Dr. (B)(6) did a follow on exam to verify his concern and he along with another (B)(6) area dr.(dr. (B)(6)) came to the conclusion an avf was present. The 1st follow-ups were post varithena. This patient had an infusion procedure performed more than 4 month earlier on (B)(6) 2016, during which the clarivein was used to deliver sts to the right gsv & aasv. There were no issues cited with use of the clarivein device or the infusion procedure performed on (B)(6) 2016.